Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 517 mg/dl and large ketones. Cause of high bg unknown. Bg was addressed via a correction bolus and manual injection. Customer alleged that the insulin bottle may have been compromised as neither correction from the pump or manual injection lowered bg to target. Reportedly, the customer successfully resolved issue by changing all supplies and using insulin from a 2nd bottle.